Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
During a scheduled trach change the cuff of the trach tube was unable to be fully deflated. The trach tube was forcefully removed in the operating room. The trach tube was replaced and no long term medical sequela was reported.